Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 387622a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Although a user and technique issue were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .0 - 3.0. On (B)(6) 2016 inratio inr = >7.5 (8:30am); in response to the high inratio reading, patient's nurse advised him to go to the emergency room and have a lab test done resulting in lab inr = 5.7 (10:15am); repeat inratio inr = 7.1 (2:20pm). Patient self tester unknowingly/accidentally took 6mg/day of warfarin for 8 days from (B)(6) 2016. Patient currently is on regular warfarin dose of 3mg/day. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: the meter associated with the complaint was returned for investigation. Retain strips tested on the returned meter met expectations. Additionally, the returned meter met functional and thermistor testing requirements during investigation. Although the customer's complaint was replicated and discrepant results were observed during the investigation, the system is performing within expectations. A review of the lot testing history for lot 387622a was performed. The lot met expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Impedance curve analysis was unable to be performed because the customer's complaint value was not the most recent result. The inratio 1 meter is only capable of retaining the most recent impedance curve. Although a user issue was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.